Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self-test, rewind test and displacement test. No unexpected rewind anomaly noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump had press hard. The rewind was slower and there was crack by threads on insulin pump. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.